Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported the device was malfunctioning. It was noted the patient had two of the manufacturer¿s implants. One of the patient¿s devices had malfunctioned and it would not take a charge. The implant for his bladder was working very well, but the one for pain was not working. The patient wanted to get in touch with a manufacturer's representative (rep) to see what he could do about getting it checked out and replaced. About 3 months prior to the report, the patient had an increase in pain so he turned the stimulation up some. A while later, he heard the device beeping. When he tried to charge the implantable neurostimulator (ins), he could not get a connection with the programmer or the recharger. The patient called the emergency room but they said they would not know what to do so not to come in. Now, the patient had an appointment at the healthcare provider (hcp) for (B)(6) 2016 and he wanted to know how to have the device checked by a rep. The patient stated he was pretty sure the hcp would refer him to a neurosurgeon for device replacement. Relevant medical history included failed back surgery syndrome.